Manufacturer narrative:
Investigation found a leak on the the exposed portion of the soft cannula. The leak was due to a tear, which diverted the fluid from its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed with the device that could affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours on the arm. The patient gave a manual injection and applied a new pod.